Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the imaging system has functioned as designed. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Correction: product, unique device identification (UDI) and associated fields updated to proper value. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. .

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the atp board on the imaging system was intermittently operational, however replacement of the unit has not been performed. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would intermittently perform image acquisitions. It was reported that the 2d acquisitions would not appear and that 3d image acquisitions would be interrupted. Restarting the imaging system multiple times restored functionality to the imaging system. There was no patient present when this issue was identified. No additional information was provided.